Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens insertion was aborted due to resistance felt during advancement of the plunger during implantation - the intraocular lens (iol) was found adhered to the cartridge and could not be advanced. The alternative lens was used instead. Upon removal, the lens was found cracked. Product was discarded. There was no patient contact. Patient is fine. No further information was provided.